Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pts iliac artery. During attempted balloon catheter inflation, it was reported that the balloon "winged" and the stent"dogboned". The middle portion of the balloon did not inflate and subsequently became tethered to the stent. In response, an attempt to withdraw the balloon catheter was made. This attempt was unsuccessful. The pt was subsequently sent for vascular surgery for removal of the stent and delivery system. There were no additional complications reported relative to this event.